Event description:
Jaw arithmetic sign wrong when importing dicom-rt plan due to software error." The error message occurs in the "(B)(4)" system. The (B)(4) system is third party software integrated with the linac that verifies the proper position of the couch, collimator, gantry and any beam modifiers before treatment is delivered.

Manufacturer narrative:
Xknife is a radiosurgery and radiotherapy treatment planning system intended for use in stereotactic (frameless stereotactic) collimated beam, computer planned, linear accelerator (linac) based treatment. The software installation is conducted prior to scheduling the use of the system to treat pts. Therefore, there was no pt contact. Investigative findings included the following: complaint has been confirmed with technical service as a known issue, affecting xknife v5.0.1 and v5.0.2 with customers that operate with a iec6010 linac. An adverse trend has been identified associated with this "software bug." CAPA (B)(4) has been opened to investigate root cause and determine appropriate corrective action. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.